Event description:
The stent delivery catheter was introduced into the vessel and positioned distal to the sfa, proximal the popliteal area. The stent was deployed 2/3 of the way and the thumb slide began to slip. The physician had trouble ratcheting the stent forward and the thumb slide broke off. The final 1/3 of the stent was deployed by pulling the system back in an outward motion. There was no effect to the patient.

Manufacturer narrative:
The device was returned and analyzed. The stent had been deployed. The catheter system was disassembled for access to subcomponents. There were no issues noted with the subcomponents that would have contributed to the thumb slide break. The only damaged component was the thumb slide/ratchet block assembly due to the broken thumb slide and slider pin. A CAPA investigation for this issue has revealed that the strength of the slider pin may not be as robust as required for ratcheting the longer 6mm diameter stents. Therefore, device modification entailing a stronger slide pin has recently been made to correct this issue. There was no serious injury related to this event. Because of a previous thumb slide break that resulted in medical intervention to preclude a serious injury, this event is being reported per the medical device reporting guidance.